Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) with defibrillation therapy disabled. It is unknown if MRI settings were correctly enabled on the device prior to the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.